Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported , "during the user's inspection, it was found that the front end of the guidewire could not be delivered, and there was an obvious protrusion in the front section of the guidewire when touched by hand, and a new setinger was replaced for catheterization, but the same batch of products had uniform problems." No other information was provided. It was reported this occurred with six devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed; however, the root cause could not be determined. Three photographs of a guidewire were returned for evaluation. An initial visual observation of the photograph showed the distal end of a guidewire in the plastic hoop. The tip of the guidewire was observed to be slightly bent. No use residue was observed on the sample in the returned photographs. Although a bent guidewire was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11

Event description:
It was reported , "during the user's inspection, it was found that the front end of the guidewire could not be delivered, and there was an obvious protrusion in the front section of the guidewire when touched by hand, and a new setinger was replaced for catheterization, but the same batch of products had uniform problems." No other information was provided. It was reported this occurred with six devices. This report addresses the first device.